Event description:
Eight months after percutaneous coronary intervention (pci) with two cypher stents, restenosis was found. Pci was performed again. Ten months later, the pt had several adverse events and subsequently died.

Manufacturer narrative:
This pt presented for elective percutaneous coronary intervention (pci) of a 65.3% in-stent restenosis lesion of a competitor's bare metal stent (bms) of 22mm in length in a 3.74mm vessel diameter in the mid left anterior descending artery (lad). The (type c) concentric lesion was ostial and diffused. Pre-procedure medications included aspirin 100mg/day and 200mg/day one week before the procedure and ticlopidine hydrochloride 200mg/day, one week before the procedure. Intra-procedure medications included heparin 6000 units, isosorbide mononitrate 2.56mg/day and ticlopidine hydrochloride 200mg/day. The lesion was pre-dilated with a 2.5x20mm balloon at 10 atmospheres (atm) before deploying a 2.5x23mm cypher stent at 16 atm and a second 2.5x23mm cypher stent also at 16 atm, without a gap. It is unk which stent was implanted first. Timi iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 31.8%. Ivus was not conducted. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Eight months later, follow-up angiography was conducted and 70% restenosis was observed from the proximal end (in-lesion) to the inside of the implanted cypher. At the same time, de novo lesions were observed at the 1st diagonal (90% stenosis) and the 74% stenosis in the left main truck (lm). The pt did not complain of chest pain. Approx three weeks later, to treat the de novo lesion in the lm to the inside of the implanted cypher, pre-dilation was conducted with a 1.5x15mm balloon at 8 atm. A 3.0x28mm cypher was implanted at 24 atm and the proximal end of the cypher implanted during the index procedure. Post-dilation was conducted with a 3.75x15mm balloon at 20 atm. The residual diameter stenosis measured 0%. To treat the de novo lesion in the 1st diagonal, pre-dilation was conducted with a 2.25x15mm balloon at 16 atm before deploying a 2.5x23mm cypher at 20 atm without a gap of the cypher implanted in the lad. It is unk which size stent was closest. Post-dilation was conducted with a 2.5x15mm balloon at 12 atm. The residual diameter stenosis measured 19%. To treat the restenosis inside of the cypher in the mid lad, poba was conducted with a 3.0x28mm balloon at 18 atm. The residual diameter stenosis measured 34%. During the pci, the plaque shifted to the left circumflex from the lm-lad. Therefore, poba was conducted in the left circumflex with a 2.5x15mm balloon at 12 atm by kissing balloon technique. After the procedure, the pt developed epicarditis, due to the complication associated with the pci. It was treated with medication and the pt recovered. Intra-procedure medications included heparin 2000 units during the initial angiography and 9000 units during the subsequent procedure. Ten months later, the pt vomited and lost consciousness. Then, the pt developed cardiac arrest and was transported to the hosp by ambulance. Cardiopulmonary resuscitation was conducted but the pt expired the same day. During the treatment, angiography was conducted and there was no thrombus at the sites previously treated with the cypher stents. Head CT scan was also conducted and there was no bleed observed. A postmortem was not performed. The physician commented that the reason for the death was a brain infarction or ventricular tachycardia, so it was not related to the cypher stents. Please note that this device is not distributed in the united states but it is similar to the us distributed cypher sirolimus drug eluting stent. The product is not available for testing and eval. Add'l info rec'd will be submitted within 30 days upon receipt. This is one of four products used in the same pt that were reported under the following mfg numbers 9616099-2007-00284 and 9616099-2007-00286.